Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high pacing impedance. It was noted the patient was unable to receive an magnetic resonance imaging (MRI) due to the high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.